Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. One partial recapture was performed. After successful release of the 27mm flx device, what appeared to be clot was noted via transesophageal echo (tee) on the right atrial side of the septum. Heparin was given after transseptal puncture and activated clotting time (act) was noted to be greater than 400 seconds prior to the clot being noticed. The clot was never witnessed anywhere else. The patient was kept overnight for observation.